Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k062195.

Event description:
On (B)(6) 2011, the lay user/ patient contacted lifescan (lfs) alleging his onetouch ultra meter continues to power off during use. The medical surveillance specialist (mss) spoke with the patient on (B)(6) 2011 and obtained the following information. The mss was advised the patient tests his blood glucose 2-3x a day. The patient manages his diabetes with humalog insulin (with meals) and lantus insulin (60 units in the morning/ 38 units in the evening). The alleged issue began on the morning of (B)(6) 2011. The patient denied making changes to his diabetes management routine. Later in the evening, the patient claimed he felt high blood glucose symptoms of sweaty, dizzy, frequent urination and increased bowel movements. That same evening, the patient went to the emergency room (ER). The patient obtained a "high" blood glucose reading on the ER/ hospital device but could not specify the result. A health care professional (hcp) administered the patient insulin (type/amount not specified) as treatment. The patient stated he felt better after. At the time of troubleshooting, the customer care advocate (cca) noted there was no misuse of the subject meter. The cca was unable to walk the patient through resolving the alleged issue. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of hyperglycemia and received medical intervention from a health care professional (hcp) after the reported issue began.